Event description:
It was reported via a phone conversation that xia 4.5 blocker failed postoperatively.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device inspection; complaint history review, risk assessment; device history. Results: deformation on the threads of the xia 4.5 titanium blocker was confirmed visually. Manufacturing files were reviewed and no deviations or manufacturing issues were found. A probable cause of failure cannot be determined as this was multifactorial, but evidence shows, through the communication log, that the failure could have been caused by the rod being cut too short in the first surgery, that the fusion had broken down and needed to be revised and the rod extended up higher. Conclusion: a probable cause of failure cannot be determined as this was multifactorial.

Event description:
It was reported via a phone conversation that xia 4.5 blocker failed postoperatively.